Event description:
Customer reported there is a delay in subtraction. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge and hard drive. System operates as intended.